Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were large air bubbles in the infusion set tubing on multiple occasions. Additionally, it was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from 300 mg/dl to 400 mg/dl with trace ketones. The tubing was primed to remove the air, the supplies were changed, and a correction bolus via the pump was delivered to address the bg level. Additionally, it was reported that the contact experienced resistance when filling cartridges. The contact could not remember the customer's bg level for this event. Reportedly, the contact successfully filled a cartridge after each event.